Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer was unable to prime the insulin pump, and an aa33 alarm from the device. It was reported that the customer received the alarm during an infusion set change. There was no reported significant event leading up to the alarm. The customer's blood glucose value was 16.0 mmol/l. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. No compromised force sensor system alarm noted during testing. Basic occlusion, occlusion, and excessive no delivery tests were not performed due to prime/fill anomaly. The drive support disk was inspected and no anomaly noted. The device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.